Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system received multiple inappropriate electrical shocks due to low amplitude, noise, and oversensing associated with the left ventricular assist device (lvad). Which was recently implanted. Technical services were consulted and there was no good way to optimize the s-ICD. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system received multiple inappropriate electrical shocks due to low amplitude, noise, and oversensing associated with the left ventricular assist device (lvad). Which was recently implanted. Technical services were consulted and there was no good way to optimize the s-ICD. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.